Event description:
The customer reported that the ventilator had a power issue. The customer reported the unit was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician reported the ventilator would not power on. Upon evaluation of the unit the service technician noted a missing component on the power management pcb board. The noted finding may result in the unit shutting down with an alarm during operation. The service technician replaced the power management pcb board to complete the repair. Performance verification testing was completed and tests passed to operating specifications.